Manufacturer narrative:
The lesion was calcified and tortuosity more than 60 degrees. The device was inspected prior to use with no issues noted. The lesion was pre dilated and pre stented. Resistance was encountered. The stent shaft broke, however the shaft did not divide into two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the transition shaft 34.4cm proximal to the distal tip. There were no kinks evident on the device. The transition shaft material was uneven and jagged on both sides of the detachment site. The stent was positioned correctly at the proximal markerband. The stent was not positioned correctly at the distal markerband due to stretching of the mid stent wraps. Deformation was evident from the 1st to the 11th distal stent wraps with struts stretched and bunched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a tortuous vessel. There was no damage noted to the packaging. There was no issues removing the device from the hoop. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning and that the stent shaft broke when force was applied during delivery through the vessel. No patient injury reported.